Event description:
Customer originally called in to report an e-01 alarm which resets the pump back to factory settings. Customer stated the pump lost the programming twice last month and both times they ended up hospitalized with high blood sugars.